Manufacturer narrative:
Date of event: exact date unknown, event occurred around (B)(6) 2020.

Event description:
It was reported that the patient was experiencing discomfort at the battery site. The patient underwent a revision procedure wherein the ipg site was relocated. The patient was doing well postoperatively. The ipg was remain implanted.